Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests.

Event description:
It was reported that the external pulse generator failed its self-test, that an error indicating this occurred intermittently. It was noted that the unit is still under warranty. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.